Event description:
Caller reported a minimum fill notification but confirmed that there was no adverse impact to the customer's blood glucose level. Caller attempted to load a new cartridge and initially faced an issue where the pump didn't allow tubing to be filled. Before further troubleshooting could begin, caller successfully removed insulin from the original cartridge and loaded a new one onto the pump, although technical support advised against this practice. Technical support provided guidance to prevent future minimum fill issues, including ensuring the pneumatic tap area is clean, properly performing the air removal step, and avoiding cartridge overfilling. Caller acknowledged and understood these instructions, and the issue was resolved with no further action required.